Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented a merlin transmission, it revealed episodes of atrial fibrillation that indicated far r-wave oversensing. A programming change was recommended. No further information is available.